Event description:
A customer reported to baxter corporate product surveillance of a clearlink y-type blood set in which the tubing separated from the drip chamber. According to the report, the alleged defect occurred when therapy was initiated on a patient in the operating room. The medication being administered was an unknown blood solution. The reporter indicated that the separation resulted in blood spraying on the nurse. The clearlink y-type blood set was changed out and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. Upon completion of the evaluation or if any relevant additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Visual inspection confirmed a separation between the tubing and spike; the root cause was not determined. This issue is being investigated through CAPA.